Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that "pre-cut stoma opening is off-centered". End-user also reports she has been routinely trimming the wafers to fit her stoma. End-user reports the wafers are so off-centered when she trims them, she does not have enough intact mass remaining on one side, so she develops leakage within a few days. There was no harm reported. Photos depicting the reported complaint issue were provided by the complainant.